Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- powerled. As stated by technician, the underside glass of the light head broke and there was a possibility that some particles were falling. There is no injury reported however we decided to report the issue in abundance of caution as any particle falling might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Reference #: (B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, cracks were found on the underside glass of the device and there was a possibility of particles falling. There was no injury reported however we decided to report the issue in abundance of caution as any particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse. The issue of there being a cracked surface is indicated by our product experts to likely be caused by an influence of chemical detergents used for cleaning, namely concentration of chemical products and the stagnation of substance residues in the surfaces. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Additionally the purpose of this submission is to provide a correction of awareness date included in describe event or problem section. This is based on the result of an internal review noting the report was incorrectly submitted stating incorrectly added awareness date. #b5: previous describe event or problem: on (B)(6)2018 maquet sas became aware of an incident with one of surgical lights- powerled. As stated by technician, the underside glass of the light head broke and there was a possibility that some particles were falling. There is no injury reported however we decided to report the issue in abundance of caution as any particle falling might be a source of contamination. Reference #: (B)(4). Corrected describe event or problem : on(B)(6)2018 maquet sas became aware of an incident with one of surgical lights- powerled. As stated by technician, the underside glass of the light head broke and there was a possibility that some particles were falling. There is no injury reported however we decided to report the issue in abundance of caution as any particle falling might be a source of contamination. Reference #:(B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Reference #: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Reference #: (B)(4).